Event description:
It was reported that the patient presented in the emergency room experiencing pain. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of far p-wave over-sensing, which resulted in the delivery of inappropriate shock. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.